Event description:
Device returned to MFR with no reason for return noted on paperwork. Follow up with hcp revealed pump was explanted because the pump was found to be non functional by a hepatic artery pump study. Pump was not replaced - pt will be treated with systemic therapy. Abcess formation was also found at surgery. No more details available reagarding the abcess and its relation to the pump.